Event description:
Pt's main IV was theophylline at 18 cc/hr through infusion pump. Antibiotic piggyback was set up to run at 60 cc/hr. Pump should have automatically switched back to main IV rate of 18 cc/hr after antibiotic infused. Pump did not, and infused main IV at 60 cc/pr until problem noted, approx 3 hrs. No harm or injury to pt.